Manufacturer narrative:
(B)(4).

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On the same day the sensor was inserted, the patient received a sensor error. While waiting for the sensor error to resolve, she fell asleep on the couch and woke to paramedics and was treated with IV fluids and glucose. The bg value at the time of event was not provided. At the time of report, the patient as doing fine. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.